Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not cutting smoothly. On (B)(6) 2016, it was clarified that the issue occurred during surgery with an extension of 2 minutes. There was no harm or injury to the patient or operator and there was no impact or damage to the graft harvest. The surgery was completed with an alternate device and there was no medical intervention or additional surgical procedures required. The customer returned an air dermatome device, serial number (B)(4) , for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 24, 2015 where it was reported that the hose connection prong was broken off and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, and o-ring were replaced. This is not a related issue. The previous repair report for the air dermatome, serial number (B)(4), was reviewed and noted no related non-conformance's, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer (B)(4) on august 19, 2016 revealed that the audible motor check, calibration of the lever torque assessment, inspection of the blade contact surface, swivel inspection, incoming motor check inspection, control bar inspection, r/r control bar, inspection of the blade connection interface, outgoing motor check, lubricating of the moving parts, calibration of the control surfaces, complete system integrity inspection, and the visual damage inspection were all good. Repair of the air dermatome was performed by zimmer (B)(4) on august 19, 2016 which included replacement of the o-ring, bearing surfaces, torque control surfaces, sterilization seals, and all the parts deemed damaged during the assessment process. The service technician noted that prior to repair the device was within motor speed specifications but was outside side to side and calibration specifications. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection and the repair there was no mention of the technician reproducing the reported event. The root cause of the device not cutting smoothly was non-verifiable since the reported event could not be reproduced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting smoothly during surgery. No adverse events were reported as a result of this malfunction.